Event description:
Vent failure. Noted several communication error codes that led to a ut0255 failure.per covidien tech support, gui pcb needs to be replaced. Covidien cse to schedule onsite repair. ======================manufacturer response for ventilator, ventilator======================per covidien tech support, gui pcb needs to be replaced. Covidien cse to scheduled onsite repair.